Event description:
Same case as MFR# 3005188751-2012-00211. It was reported during a repeat afib ablation a pericardial effusion occurred. The first transseptal puncture was performed without any problem. The second transseptal puncture was made with a sjm brk needle inside the sjm sl1 introducer. While passing the sjm contact therapy ablation catheter aside the guidewire positioned in the left atrium with the first puncture, some difficulties maneuvering the catheter in the left atrium were noted. The ablation catheter was extracted to check the curve, showing no modification except it was difficult to return the curve straight. Once the catheter was reinserted the geometry marking was started and completed. The rf delivery was initiated to isolate the ripv with success. A drop in blood pressure was noted and reduced movement of the cardiac shadow was noticed through xray. An echocardiogram showed a small pericardialeffusion. The procedure was stopped and a pericardiocentesis was performed. The pt's condition was stable after 5 hours without any residual effusion noted.

Manufacturer narrative:
Device not returned for analysis. If more info becomes available a follow-up report will be submitted.